Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic varices ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band did not come out from the banding unit. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(6) 2021: it was reported that the device was used in the esophagus during the procedure and there was no difficulty experience when setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic varices ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band did not come out from the banding unit. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.